Manufacturer narrative:
Other relevant device(s) are: product ID: 9733605, serial/lot #: (B)(4). A tracker was returned for analysis. Analysis found that when connected to a known good system the returned patient tracker had a red status with no tracking. A check of the em interface showed that all three coils were dead. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during a catheter placement procedure when the site was attempting registration, the non-invasive dynamic reference frame (drf) was not tracking. The electromagnetic navigation box showed an amber light. The site tried using a different port without resolution. When the site used a different patient tracker the issue was resolved, and they were able to completed the procedure with a delay of less than one hour. There was no reported impact on patient outcome.